Event description:
A customer reported that multiple, discrepant patient results were obtained while using a vitros eci immunodiagnostic system. The customer did not provide any assay results or sample ID information for this event. Results associated with the incorrect patient may potentially lead to inappropriate intervention and the potential for serious injury to the patient. The discrepant patient results were most likely not reported to a clinician as the customer identified the discrepant results at the time of the event. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The customer re-uses patient sample ID numbers. However, re-use of sample ids could not be confirmed to be the root cause, as the analyzer was installed just one month prior to the event. The device labeling, located in the vitros eci user documentation, describes how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. The investigation could not determine a definitive root cause. However, the most likely assignable cause is user error in programming the instrument, although this could not be confirmed.